Event description:
It was reported that the customer's insulin pump was exposed to moisture and now the buttons on the insulin pump are unresponsive. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump was received with cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.